Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device communicated properly with the test bg meter. The test value of 93 mg/dl was sent by the meter and received by the insulin pump. The 93 mg/dl was recorded in the insulin pump status screen. Using the bolus wizard feature, the insulin pump also recorded the 93 mg/dl value on the bolus history screen. No history anomaly noted during testing. No insulin pump/meter communication anomaly noted. Device uploaded properly using carelink. No cosmetic damage noted. Device had multiple a47 alarm in the alarm history screen. A47 alarm due to corrupted history file. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 52 to 67 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had gotten started on a new pump and was adjusting the settings when the low happened. The customer believes she also had food poisoning. The insulin pump will not be returned for analysis.